Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was failing patient side occlusion test even after replacing both pressure sensors. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8100 failing patient side occlusion test. Technical support: logic board: informed customer this may be due to the logic board or the pressure sensor harness. Recommended sending in for repair. Transferred customer to repair team to set up RMA. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device was failing patient side occlusion test even after replacing both pressure sensors. No additional information was provided. There was no patient involvement.